Event description:
It was reported that the pump no longer respond when the buttons are pressed and there are cracks in the battery compartment.

Manufacturer narrative:
The pump return has been requested but has not been returned to animas for eval. If the device is returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be drawn at this time.